Manufacturer narrative:
Insulin pump seats immediately upon priming due to a corroded motor home switch. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive keypad due to corroded motor home switch. Moisture damage was also found on the electronic assembly during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 150 mg/dl at the time of incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.